Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they went in for surgery and they unhooked the stimulator for their urine and bowel. Agent attempted to clarify what the patient meant by "unhooked the stimulator," patient stated "well I don't know." Patient said they talked to a lady and said they wanted it to be taken out of their butt. Patient reported that they have an upcoming appointment with their hcp to have the implant removed. Patient stated that they would like their implant removed because they can't sleep on their side at night so they try to sleep on their back but the stimulator is too uncomfortable on their back. Patient also said they haven't had it on since may 12th, and they are trying to turn it back on. Patient mentioned they have been running to the bathroom all the time and all of a sudden today they started having accidents.. During the call, agent guided patient through general use of their h andset. Patient was able to connect to their implant and increase the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.